Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 253c03, and no non-conformances were identified.

Event description:
It was reported that during the pancreatic tail resection surgery, after fired, noted the staples malformed. Another device was used to complete the procedure. No additional information can be provided.